Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that although the pump was able to beep and vibrate, it was noted to be unresponsive and stopped all insulin delivery. The customer's blood glucose (bg) level was impacted 479 (mg/dl). The customer took a manual injection. It was indicated that the customer would use manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found. Different issue identified: memory corruption: (B)(4).